Event description:
Could barely walk [walking difficulty] ([device rejection]). Case narrative: based on additional information received on 03-jan-2020, formulation of synvisc was updated from unknown to injection, liquid (solution). Initial information was received from united states on 02-jan-2020 regarding an unsolicited valid serious case received from a patient via sanofi employee. This case involves an unknown age female patient who could barely walk, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started using intra-articular hylan g-f 20, sodium hyaluronate, injection, liquid (solution) (strength-16 mg/2 ml) (hylan g-f 20, sodium hyaluronate) (dosage and frequency) (lot - unknown) for unknown indication in knee. Reportedly, she got home and the day after she could barely walk (1 day later, and it required intervention). She went to the doctor and they had to suck the medication out of her knee, and she got a cortisone shot. The doctor told her that she was one of the 2% of people that her body rejected the product. (Other relevant tests not reported). Action taken: unknown. Corrective treatment: cortisone for could barely walk. The patient outcome is reported as unknown for could barely walk. A product technical compliant (ptc) was initiated on 06-jan-2020 for synvisc with batch number: unknown and global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 23-jan-2020 additional information was received on 03-jan-2020 from non-healthcare professional: formulation of synvisc was updated from unknown to injection, liquid (solution). Text amended accordingly. Follow up was received on 03-jan-2020 from other health professional. No new information was received. Additional information was received on 23-jan-2020 from genzyme event management group. Ptc results were added. Text amended accordingly.

Event description:
Could barely walk [walking difficulty] ([device rejection]). Case narrative: based on additional information received on 03-jan-2020, formulation of synvisc was updated from unknown to injection, liquid (solution). Initial information was received from united states on 02-jan-2020 regarding an unsolicited valid serious case received from a patient via sanofi employee. This case involves an unknown age female patient who could barely walk, while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medications and family history were not provided. On an unknown date, the patient started using intra-articular synvisc, injection, liquid (solution) (strength-16 mg/2 ml) (hylan g-f 20, sodium hyaluronate) (dosage and frequency) (lot - unknown) for unknown indication in knee. Reportedly, she got home and the day after she could barely walk (1 day later, and it required intervention). She went to the doctor and they had to suck the medication out of her knee, and she got a cortisone shot. The doctor told her that she was one of the 2% of people that her body rejected the product. (Other relevant tests included no lab data reported.) Final diagnosis was could barely walk. Action taken: unknown. Corrective treatment: cortisone for could barely walk the patient outcome is reported as unknown for could barely walk. A product technical complaint was initiated and results were pending for the same. Additional information was received on 03-jan-2020 from non-healthcare professional: formulation of synvisc was updated from unknown to injection, liquid (solution). Text amended accordingly.